Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the air/water cylinder and air/water tube, and chipped adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified for the foreign material. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Based on the results of the investigation, a root cause could not be identified for the chipped adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.